Manufacturer narrative:
A review of the device history record (DHR) for lot number 821838x indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Specifically, quality assurance testing includes an array of electrical tests; dc offset voltage, ac small signal impedance, defibrillation recovery, noise, large signal impedance, simulated defib recovery, pacing impedance, pacing offset voltage, wave form duration and pacing energy loss.. In addition, the DHR for the defib gel body subassembly used in the production of this lot was reviewed. The DHR(s) for all lots of the defib gel body subassembly passed all acceptance criteria, including visuals and electricals. No abnormal processing conditions or testing results were identified. During production there are two (2) different steps whereby the connector is plug into a receptacle (replicates plugging into therapy cord) that would cull out (reject the connector plug) any molding defects that would impair the connection. As part of the final assembly process of the defib electrode, each defib electrode set is tested for continuity to ensure that the connector/gel body assembly is capable of conducting current and that it demonstrates electrical continuity. Should this continuity test fail, the product would be discarded. Lastly, prior to packaging the final defib electrode assembly, the product is 100% visually inspected. The customer returned one (1) defib electrode set for evaluation. The one electrode was returned with the original pouch, which was open. The electrode set was somewhat dried out due to being in an unsealed pouch. The defib electrode set was visually inspected. All components were present and were constructed per the product specifications. The gel bodies were inspected for silver print. The printed silver pattern on the conductive gel bodies met the acceptance criteria. A therapy cable fit test was performed on the returned electrode. The connector plugged in with ease, no issues observed on the defib electrode sets. The electrode set was subjected to a full array of tests in accordance with internal inspection protocol for defib properties (included shocking & pacing). The electrode set was recognized by the defibrillator units (plugged into and paced on a lifepak 20, as well as a zoll m series defibrillator). During the test, the wires were manipulated throughout the process. The defib electrode set did not cut out. The test results were within the acceptance criteria to completely satisfy the manufacturing requirements per the product specification, except for one parameter. The impedance values were elevated. However, this is not unusual (expected) for electrodes that are not sealed within a protective pouch and as well as being placed on a patient. As previously, noted the electrodes were somewhat dried out. The electrode set was also subjected to dielectric withstand testing to confirm the wires had not been comprised (damage to insulation). No issues were observed. There are several important factors that can impact the adhesion of the product that can result in issues related to the electrode not delivering electricity. To reduce and remove the incidents of preparation induced issued please review the following instructions: first, improper application of the electrode or applications without proper skin preparation can cause a failure to create adequate connection between the patient and the electrodes. In order for electrical signals to pass from the body through the electrodes, an electrically conductive path between the skin and electrodes must be established to ensure adequate electrode impedance or contact impedance. Successful defibrillation requires electricity to flow from one electrode to the other through the chest. If the electrodes are not firmly adhered and there is sweat or another conductive material between the electrodes, the electricity will be more likely to flow across the chest rather than through it. Electrode pads must come in direct contact with the skin. Additionally, the packaging instructions should be followed to ensure proper adhesion of the product: remove excess hair. If the chest hair is so excessive as to prevent good adhesion of the electrode pad, the hair should be removed. Clean and dry skin sites. Do not use alcohol or tincture of benzoin. Firmly smooth the electrode from the center outwards to the edges with fingertips to ensure that there are no air pockets, and to ensure that the pad is securely adhered to the patient. Electrodes are not repositionable. Replace with new electrodes if repositioning is required. This will ensure optimal adhesion. Second, improper connection to the therapy cord will also cause the defibrillator to fail to recognize the electrodes. Ensure that the connector and therapy cord/defibrillator receptacle are free of debris and properly connected. As a result of this investigation, there are no manufacturing related root causes that could be determined. Potential root causes, unrelated to the defib electrode manufacturing process, are improper patient preparation, application of the electrode to the patient and/or set up with the defibrillator unit. The reported customer complaint is not confirmed. A root cause could not be determined. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the defib patches are not functioning correctly. When first applied the patches are recognized by the defibrillator and a rhythm is displayed. Intermittently the rhythm is lost and the defibrillator says "connect electrodes".